Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of greater than 300mg/dl. Pt then administered insulin based upon this result. Pt began to feel disoriented and pt's friend called emergency medical technicians. Pt was taken to the hospital and admitted. Pt's blood glucose at the hospital was 41mg/dl and pt was given an IV.